Event description:
Additional information received later noted that the pump was replaced and the patient was doing well.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed motor/gear train anomaly, corrosion and/or wear and/or lubrication issues. Final analysis of the catheter revealed no significant anomaly.

Event description:
Additional information: as of (B)(6) 2012, the pump had not been explanted. The pump contained baclofen "from sun pharmaceuticals". The concentration used was 500 mcg/ml in (B)(6) 2010 and then 1000 mcg/ml from (B)(6) 2011 to present. No other drug other than baclofen was used in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 2 year old itb pump stalled on the (B)(6) 2012. Two days later the pump stopped. It was tried to restart via n'vision without success. A pump roller study was performed; this did not restart the pump and no pump roller movement was detected. There was no reported incident to cause the pump to stall. The plan was to replace the pump. The pump was delivering lioresal.

Manufacturer narrative:
Corrected information: initial MDR was submitted under MFR report # 3007566237-2012-00754. Additional information received indicated that the correct MFR site was site # (B)(4).